Manufacturer narrative:
Correction: on initial MDR the FDA health impact code of f27 was an error. It should have been f26 on the original MDR ¿ (corrected information provided in h.6.). Additional information provided in sections h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report trouble loading a lens, got scratched, no patient contact; therefore, the condition of the product could not be verified. Unknown lot number: the reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformance's. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported trouble during loading the intraocular lens (iol); iol got scratched while loading. The incident occurred during iol implantation procedure. It was further noted that the injector might have caused the scratch on the lens. There was no patient contact. The surgery was completed with a backup lens.